Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflating, monster boob, sagging, sometime it numbs my arm, pain," and "busted something close to the implant."

Event description:
Patient reported right side is "deflating, monster boob, sagging, sometime it numbs my arm, pain," and "busted something close to the implant." Device remains implanted.